Event description:
Pt surgery complete, preparing to transfer pt from operating room table (hana table) to in-patient bed. Removed perineal post, had pt cross arms across chest, when pt crossed left arm across chest, pt rolled to the right falling off operating room table. Pt fell slowly off operating room table, left foot coming out of hana table boot while right foot stayed in boot attached to table. Pt sustained a fractured ankle. FDA safety report ID# (B)(4).